Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a decompensated cirrhosis procedure performed on (B)(6) 2025. During the procedure, the trip wire was fractured. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 12, 2025: it was clarified that the main problem of the device was suture broken. The anatomy location was in the esophagus during an esophageal variceal ligation procedure. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h6: the returned speedband superview super 7 was analyzed. The returned device was found during visual inspection to have damaged teeth, and it was also observed that the suture was intact and contained seven knots. No other problems with the device were noted. The reported event of suture break was not confirmed. It was found that the teeth were damaged. The marks observed on the ligator housing teeth suggest that excessive force may have been applied during use, resulting in the damage. Alternatively, the damage may be attributed to the technique used by the physician when introducing the device into the patient, which could have caused the teeth to deform and subsequently affected the functionality of the handle during band deployment. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Manufacturer narrative:
. Imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a decompensated cirrhosis procedure performed on (B)(6) 2025. During the procedure, the trip wire was fractured. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on october 12, 2025. Block h6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a decompensated cirrhosis procedure performed on (B)(6) 2025. During the procedure, the trip wire was fractured. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 12, 2025: it was clarified that the main problem of the device was suture broken. The anatomy location was in the esophagus during an esophageal variceal ligation procedure. It was noted that no difficulty was experienced upon setting up the device.